Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was leaking. The nurse withdrew the water and there was only 6cc of fluid in the balloon. She reinflated the balloon with 10 cc, the foley leaked, and 8cc were found in the balloon at the time it was re-inflated. The nurse did not report any occlusion/retention issues. No medical intervention was required.

Manufacturer narrative:
The reported event was unconfirmed. The device did not fail to meet specifications. The device was being used for treatment. An eggshell lubricath ic temperature sensing foley was returned open without its original packaging. During evaluation, the catheter was inflated with 10cc of di water using a leur lock syringe. No balloon leakage was noticed. The catheter was also checked for drainage issues. The catheter's drainage funnel was attached to di facet and turned on. Water was seen exiting the drainage eyes. The catheter tip was placed in the outlet port of an in-house drainage bag filled with di water. Water was seen exiting the drainage funnel. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking. The nurse withdrew the water and there was only 6cc of fluid in the balloon. She reinflated the balloon with 10 cc, the foley leaked, and 8cc were found in the balloon at the time it was re-inflated. The nurse did not report any occlusion/retention issues. No medical intervention was required.